Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. No pieces were missing. Upon visual inspection, there was no damage observed on the conductor wire. The instrument passed electrical continuity. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the instrument had thermal damage near bipolar yaw pulley. Thermal damage at distal end is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, maryland bipolar forceps had physical damage. The procedure was completed with no reported injury.